Manufacturer narrative:
The device was not returned to the MFR for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within three months of the date of the event. Batch records for the lot identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.

Event description:
Sa peritoneal dialysis patient reported that dialysis solution leaked out of the catheter tubing. Patient stated that there is a pin hole in the catheter tubing. Upon f/u, the peritoneal dialysis nurse (pdrn) stated that the patient has a pin hole in the catheter extension tubing, which is where the fluid leak occurred. Pdrn reported that the tubing looked like it had been punctured but the hole could be due to normal wear and tear. Patient was able to complete their treatment and had no adverse effects from this incident. The catheter extension has been thrown away and is not available for return.